Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast implant associated anaplastic large cell lymphoma; pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed.

Event description:
Healthcare professional reported breast implant associated anaplastic large cell lymphoma; pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Affected side is left. The device remains implanted.

Event description:
Upon further follow-up it has been determined that no testing has been/will be performed and that the patient was rather experiencing concern with the product.

Manufacturer narrative:
Previous medwatch submission noted lymphoma - alcl - suspected. Upon receiving further follow-up from the initial reporter it has been determined that no testing has been/will be performed and that the patient was experiencing concern with the product.